Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a coronary procedure on (B)(6) 2016 and suture was used. During the procedure, the needle bent. There were no reported patient consequences.

Manufacturer narrative:
Conclusion: the actual needle was returned for evaluation. The needle was placed on a sales type template and was found to have the correct shape. No bends were noted on the needle. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.